Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported that after changing the battery in the spirit combo insulin pump, it was impossible to use the set time/date buttons, stated the pump "jumped" over the numbers. A request was made for the return of the device.